Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence. Patient was not full dry and requested a higher-pressure balloon to see if it would help. A surgical procedure was performed during which the existing balloon was removed and replaced. No patient complications were reported.